Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation occurred and the procedure was cancelled. It has been reported that an nrg transseptal needle was selected for use for a pulmonary vein isolation (pvi) procedure. During the procedure, transeptal puncture took place using a non-boston scientific sl1 sheath and the nrg needle under ga using transesophageal echocardiogram (tee) and fluoroscopy guidance. Normal ias wall motion was noted. Puncture occurred mid anterior for planned farapulse pvi ablation. Immediately following the transseptal puncture, contrast was noted in the lateral left atrial wall, causing retrograde filling of the coronary sinus. This was presumed to be due to puncture of an atrial branch of the coronary vein epicardial to the left atrium (la). No effusion was noted, and the patient was not heparinized. The cardiologist reviewed images and continued to monitor the patient. Eventually, it was elected to abort the procedure due to the concern regarding perforation of the left atrial lateral wall following transeptal puncture prior to ablation procedure and bring the patient back for an ablation at another time. Patient was admitted overnight, and oral anticoagulation therapy was held for an additional day to ensure no pericardial effusion developed. In addition, a computed tomography (CT) angiogram was ordered to assess the descending aorta for any damage. Tee patient was in stable condition and was successfully discharged the next day. Product is not expected to return for analysis (disposed). It was mentioned that act was not therapeutic during the procedure as the patient was not heparinized. CT angio chest was normal with no dissection or aortic injury noted. No other issues were reported.

Manufacturer narrative:
The device was not returned for analysis. Based on the available information, there was no evidence found to indicate a manufacturing or design-related issue. Therefore, the reported allegation was not confirmed. However, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'careful needle manipulation must be performed to avoid cardiac damage, or tamponade. Needle advancement should be done under image guidance. If resistance is encountered, do not use excessive force to advance or withdraw the needle. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
A perforation occurred and the procedure was cancelled. It has been reported that an nrg transseptal needle was selected for use for a pulmonary vein isolation (pvi) procedure. During the procedure, transeptal puncture took place using a non-boston scientific sl1 sheath and the nrg needle under ga using transesophageal echocardiogram (tee) and fluoroscopy guidance. Normal ias wall motion was noted. Puncture occurred mid anterior for planned farapulse pvi ablation. Immediately following the transseptal puncture, contrast was noted in the lateral left atrial wall, causing retrograde filling of the coronary sinus. This was presumed to be due to puncture of an atrial branch of the coronary vein epicardial to the left atrium (la). No effusion was noted, and the patient was not heparinized. The cardiologist reviewed images and continued to monitor the patient. Eventually, it was elected to abort the procedure due to the concern regarding perforation of the left atrial lateral wall following transeptal puncture prior to ablation procedure and bring the patient back for an ablation at another time. Patient was admitted overnight, and oral anticoagulation therapy was held for an additional day to ensure no pericardial effusion developed. In addition, a computed tomography (CT) angiogram was ordered to assess the descending aorta for any damage. Tee patient was in stable condition and was successfully discharged the next day. Product is not expected to return for analysis (disposed). It was mentioned that act was not therapeutic during the procedure as the patient was not heparinized. CT angio chest was normal with no dissection or aortic injury noted. No other issues were reported.